Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Provided information states a 26mm smooth peg cross threaded into the plate. The surgeon was attempting to remove it and the driver tip broke off. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During procedure, a peg driver tip broke off. Surgeon unable to locate small piece and decided to leave it in place.